Manufacturer narrative:
Reported event: an event regarding dislocation involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "pt. Presented to the ed with a dislocated right-knee. He received an insert swap and washout of the same knee back on (B)(6) 2020 due to his wound opening." Spoke to rep: confirmed that no further information would be released by the hospital or surgeon.